Event description:
During a interrogation, message "memory could not been read" appeared on the programmer screen.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.